Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) canada alleging that a one touch ultra smart meter had an "error 5" issue. The patient tests his blood glucose a minimum of 4 times a day. He usually tests before each meal and in the evening time around 8:00-9:00 pm. He checks more frequently if his blood glucose is unstable. The patient takes adjustable dosages of rapid insulin via an insulin pump based on his meter readings. He typically takes 4.0 units at breakfast time, 5.0 units at lunchtime, and 6.5 units at suppertime. Rapid acting insulin has a duration time of 3-6 hours. The patient indicated that the alleged meter issue started on the same day, at 5:00 am. The patient ate breakfast as usual around 6:00 am that same morning prior to going to a regularly scheduled dialysis appointment. The patient did not modify his diet or medication regimen as a result of the alleged issue. The patient believes he took his usual dose of 4 units insulin prior to going to the dialysis appointment that day. While the pt was in the hosp receiving dialysis treatment, he began to develop symptoms of feeling dizzy. The patient's blood glucose was tested on a doctor's/clinic's meter and a result of "2.0 mmol/l" was obtained. The patient was treated around 10:00 am that same day with food to eat. At unspecified times later, the patient's blood glucose increased to "3.8 mmol/l" and then ultimately "8.0 mmol/l" after eating. His symptoms were relieved. The patient mentioned that if he was able to test on the morning of the event and got a lower than normal blood glucose reading, he would have taken 2.0 units of insulin rather than the 4.0 units that he usually takes. The customer service representative (csr) noted that the patient was not using a correct testing technique. The reported meter issue was not resolved with troubleshooting. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient claimed he developed symptoms and received medical treatment for hypoglycemia after the alleged meter issue began. The patient further explained that he could have probably prevented the hypoglycemic episode if he was able to test and get a low meter reading on the morning of the event. The patient said that he would have taken a lower dose of insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.